Event description:
It was reported that the user¿s infusion set became disconnected from the connector while the ilet pump was carried in a pouch, resulting in air in the infusion line and interruption of insulin delivery. During a subsequent supply change, the user overfilled the cartridge and the plunger was expelled, requiring replacement and guided re-priming. Symptoms included hyperglycemia with a peak of 316 mg/dl blood glucose. Outcomes included troubleshooting and education with successful replacement of the infusion set and cartridge, priming, and resumption of insulin delivery without alerts or alarms. Investigation included technical support review and user coaching. Investigation of this case revealed user handling error related to infusion set connection and cartridge filling technique. It was concluded that the event was due to user technique, not a device malfunction, and that proper training and correct cartridge volume were required to prevent recurrence.